Manufacturer narrative:
Further investigations were performed on the patient sample. An interfering factor against the streptavidin component of the reagent has been confirmed within the sample, which affects elecsys ft4 iii assay. Product labeling states: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design." A product problem could not be found.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received questionable elecsys ft4 iii results for one patient with the cobas e 801 module compared to an abbott architect analyzer. The customer was unable to obtain a measurement on their e801 due to an error and asked the investigation site to measure the sample. The investigation site measured the sample on their cobas e801 and reported the result to the customer. The questionable results were not reported outside of the laboratory. The investigation site e801 module serial number was (B)(4).